Event description:
Note: this report is the second of two reported malfunctions that occurred during this procedure. A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the catheter leaked between the prosthetic and foley anchoring balloon. The physician completed the procedure with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine". Refer to MFR report# 3005099803-2008-04523 for details regarding the first device.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.